Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked after connecting it during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, when an indwelling needle was used for indwelling needle infusion for patient, after connecting the needle-free airtight infusion connector, the air could not be vented normally. After repeated disassembly and reconnection, the air could not be vented. After the connector was replaced, the air could be vented normally."

Manufacturer narrative:
Medical device expiration date: unknown. This is an international code - the model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product: k960280. Device manufacture date: unknown. Investigation summary: a 2000e china product was not available for investigation; and details of the lot number were not provided. The feedback provided by the customer indicates that a complete occlusion was detected at the smartsite component during priming. The customer also indicated the connecting product was a bd flush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked after connecting it during the infusion. The following information was provided by the initial reporter, translated from chinese: "on may 8, 2022, when an indwelling needle was used for indwelling needle infusion for patient, after connecting the needle-free airtight infusion connector, the air could not be vented normally. After repeated disassembly and reconnection, the air could not be vented. After the connector was replaced, the air could be vented normally."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-oct-2022 . H6: investigation summary one 2000e china sample from lot 22035024 was received in opened packaging for investigation. The feedback provided by the customer indicates that a complete occlusion was detected at the smartsite component during priming. The customer also indicated the connecting product was a bd flush syringe. A visual inspection of the returned sample did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035024 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. The connecting product was not returned to assist the investigation and therefore it was not possible to determine if this may have contributed to the reported occlusion.